Event description:
Pt had regular ureteral stent placements. Stents placed on (B)(6) 2017. On (B)(6) 2017, pt had a regularly scheduled visit for a procedure to remove and replace the stents. Per md documentation, right ureteral stent was grasped and removed completely. The stent had fractured at the mid-portion but the entire length was removed. The left ureteral stent proximal curl was fractured off the distal curl and ureteral portion. Pt underwent surgery on the same day (B)(6) 2017, to remove the left stent portion that was retained. Stents: 6 fr x 22 cm double-j ureteral stent.